Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the heartstart xl defibrillator will not power on unless the energy select switch is jiggled. There was no reported pt involvement and/or impact.